Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('menorrhagia (heavy menstrual bleeding)/menorrhagia)/excessive bleeding') and fallopian tube perforation ('perforation (fallopian tube(s)).') In an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included uterine fibroids in (B)(6) 2014, uterine ablation in (B)(6) 2014, uterine dilation and curettage in (B)(6) 2006, bladder infection, asthma, cystitis, tonsillectomy, joint inflammation, kidney stones, pneumonia, ovarian cyst, urolithiasis, pyelonephritis, kidney infection and sepsis. Concurrent conditions included diabetes. Concomitant products included acetylsalicylic acid;caffeine;paracetamol (excedrin migraine) since (B)(6) 2009, diphenhydramine citrate;paracetamol (excedrin pm) since (B)(6) 2009, ibuprofen (motrin) since (B)(6) 2008, metformin since (B)(6) 2017 and transcutaneous electrical nerve stimulation (tens therapy) (aleve tens device direct therapy unit) since (B)(6) 2008. On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2008, the patient experienced dysmenorrhoea ("dysmennorhea (cramping)"). In (B)(6) 2009, the patient experienced vaginal infection ("vaginal infection"), urinary tract infection ("uti"), migraine ("migraine") and headache ("headaches"). In (B)(6) 2009, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2009, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("abnormal bleeding (vaginal,"). In (B)(6) 2015, the patient experienced rash papular ("rash/skin condition/rashes or skin conditions type: red, itchy bumps on forearms and neck"). In (B)(6) 2017, the patient experienced dysgeusia ("metallic taste in mouth"). In (B)(6) 2017, the patient underwent tooth extraction ("dental problems: 4 teeth pulled"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criterion medically significant), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), back pain ("back pain"), hypersensitivity ("hypersensitivity/allergic or hypersensitivity reaction type:,"), psychological trauma ("psych injury"), arthralgia ("joint pain") and teeth brittle ("brittle teeth") and was found to have weight increased ("weight gain"). The patient was treated with antibiotics, paracetamol + caffeine + pyrilamine maleate (midol complete formula caplets) and surgery (ablation). Essure treatment was not changed. At the time of the report, the menorrhagia, fallopian tube perforation, pelvic pain, abdominal pain, back pain, dyspareunia, dysmenorrhoea, hypersensitivity, vaginal infection, rash papular, psychological trauma, urinary tract infection, migraine, headache, tooth extraction, weight increased, vaginal haemorrhage, dysgeusia, arthralgia and teeth brittle outcome was unknown. The reporter considered abdominal pain, arthralgia, back pain, dysgeusia, dysmenorrhoea, dyspareunia, fallopian tube perforation, headache, hypersensitivity, menorrhagia, migraine, pelvic pain, psychological trauma, rash papular, teeth brittle, tooth extraction, urinary tract infection, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: patient received treatment for dysmennorhea (cramping), pelvic / abdominal, back, dyspareunia(painful sexual intercourse), menorrhagia (heavy menstrual bleeding). Discrepancy noted in essure insertion date: (B)(6) 2008. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on an unknown date: essure confirmation test(s) conducted, however, no results were provided. Ultrasound scan vagina - in (B)(6) 2008: total bilateral occlusion.. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 13-jan-2020: pfs received. Events added: metallic taste in mouth, joint pain and brittle teeth, event clubbed and pt term updated: rash/skin condition/rashes or skin conditions type: red, itchy bumps on forearms and neck and dental problems: 4 teeth pulled. Event deleted: rash/skin condition. Event clubbed: menorrhagia (heavy menstrual bleeding)/menorrhagia)/excessive bleeding. Lab data and medical history and concomitant drugs were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation (fallopian tube(s)).') In an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included uterine fibroids in (B)(6) 2014, uterine ablation in (B)(6) 2014, uterine dilation and curettage in (B)(6) 2006, bladder infection, asthma, cystitis, tonsillectomy, joint inflammation, kidney stones, pneumonia, ovarian cyst, urolithiasis, pyelonephritis, kidney infection and sepsis. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criterion medically significant), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), back pain ("back pain"), dyspareunia ("dyspareunia (painful sexual intercourse)"), dysmenorrhoea ("dysmenorrhea (cramping)"), hypersensitivity ("hypersensitivity/allergic or hypersensitivity reaction type:,"), menorrhagia ("menorrhagia (heavy menstrual bleeding)/menorrhagia),"), vaginal infection ("vaginal infection"), rash ("rash/skin condition/rashes or skin conditions type:,"), skin disorder ("rash/skin condition"), psychological trauma ("psych injury"), urinary tract infection ("uti"), migraine ("migraine"), headache ("headaches"), tooth disorder ("dental problems") and vaginal haemorrhage ("abnormal bleeding (vaginal,") and was found to have weight increased ("weight gain"). Essure treatment was not changed. At the time of the report, the fallopian tube perforation, pelvic pain, abdominal pain, back pain, dyspareunia, dysmenorrhoea, hypersensitivity, menorrhagia, vaginal infection, rash, skin disorder, psychological trauma, urinary tract infection, migraine, headache, tooth disorder, weight increased and vaginal haemorrhage outcome was unknown. The reporter considered abdominal pain, back pain, dysmenorrhoea, dyspareunia, fallopian tube perforation, headache, hypersensitivity, menorrhagia, migraine, pelvic pain, psychological trauma, rash, skin disorder, tooth disorder, urinary tract infection, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: patient received treatment for dysmenorrhea (cramping), pelvic / abdominal, back, dyspareunia(painful sexual intercourse), menorrhagia (heavy menstrual bleeding). Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on an unknown date: essure confirmation test(s) conducted, however, no results were provided. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 26-sep-2019: pfs and mr received: event abnormal bleeding (vaginal, perforation (fallopian tubes added. Medical history added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.